Event description:
It was reported that during a laparoscopic nephrectomy the device was used to transect the vessel. The stapler was fired and appeared to lock part way through the firing cycle. There were no clips in the way the stapler was opened but then got stuck against the vessel. This remained for thirty minutes. The procedure had to be converted to open and the patient lost a lot of blood and had to have a transfusion. The patient is recovering.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: response from affiliate- which vessel was the device being fired across? Renal vein. Were the force to fire higher of lower than expected? No but stopped half way. What provisions were made to establish proximal and distal control of the vessel prior to firing? Some hemolock clips were used 3 in total but these were visual during the firing. Was the firing stroke completed in one smooth motion, plastic to plastic? Yes. When opened, did the jaws open completely? No and the device was stuck on the vessel. The following information was requested, but unavailable: sent additional questions to the affiliate: did the surgeon waited the recommended 15 seconds after closing and before firing the device? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Please explain: ¿there were no clips in the way the stapler was opened but then got stuck against the vessel¿. What was the patient¿s pre-op diagnosis? Was the conversion to an open procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause this? Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? How much blood did the patient lost? Was a transfusion required? Was the patient taking any anticoagulants? If yes, specify prescribed medication. Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post-operative hemoglobin and hematocrit? Is there any other additional information you would like to share about this device or procedure? What is the age and sex of the patient?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tsw35 device was returned in good visual conditions, a tr35w cartridge reload was returned partially fired 3/4. The cartridge lockout was found damaged. In addition, the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In order to evaluate the device's internal components; it was disassembled and no anomalies were found. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).